Event description:
It was reported that (1) hp053 was used with lcsc5 during a lap bilo pancreatectomy procedure. It was reported by the rep that the lcsc5 instrument used throughout case with intermittent lockout. The instrument continually was cleaned, but still locked out. Another lcsc5 was pulled for the case and the same situation. The handpiece suspected to be the issue (new luke handpiece). It is unknown how the case was completed. There was extended or time by ten minutes.